Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre-use check inspection that the cs300 intra-aortic balloon pump (iabp) unit had a condenser malfunction. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the condenser was making noise after startup. The issue was remediated by replacing the condenser. After repair, the unit passed all functional and safety tests as per factory specifications.